Event description:
Pt seen for routine evaluation of the ICD which was implanted 7 months ago (10/3/94.) The check shows the battery is at the end of life at 3.28 volts. This unit is predicted to last 6 yrs. Print out copies included.